Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Helix extends and retracts smoothly with no anomalies.

Event description:
It was reported that during the implant procedure, the lead screw would not deploy. An alternate lead was implanted. No patient complications have been reported as a result of this event.